Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the customer not charging the pump, the pump shutdown from normal battery depletion; however, after charging the pump, the customer received a minimum fill notification when attempting to reload the cartridge. Reportedly, the customer was unable to remember the amount of insulin remaining in the cartridge prior to the pump shutdown, but stated it was most likely less than the required minimum. The customer loaded a new cartridge successfully and resumed insulin delivery. The customer reported blood glucose (bg) level was elevated; however, a bg value was not provided. To address the bg level, the customer delivered a correction bolus.